Manufacturer narrative:
Patient information was not applicable; detected during setup. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during setup, the perfusionist noticed that the yellow and white clamps were placed on the wrong cardioplegia lines. There was no patient involvement.

Manufacturer narrative:
Sorin group received a report that during setup, the perfusionist noticed that the yellow and white clamps were placed on the wrong cardioplegia lines. There was no patient involvement. The product was not returned for investigation and no product of this pack lot was in inventory. One photograph of the mis-assembled lines was sent to sorin group USA for investigation, confirming the customer complaint. A sorin group representative contacted the customer and was informed that there have been no other findings of mis-assembled lines in this lot number. The manufacturing operating procedure for production requires tape-down of each line, component and assembly. This issue was due to a manufacturing error; the tape-down procedure was not followed properly. The individuals responsible for assembling and inspecting this line were gathered together, the manufacturing operating procedure was reviewed, and the possible causes for this issue were discussed to ensure that the proper steps needed for this build are clearly understood. A complaint awareness notice was also issued to the entire production area to alert all personnel of this issue. No trend has been identified and a correction has been performed. Sorin group will continue to monitor the market for trends related to this issue.